Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: they were having air in line issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter state: address information was not able to be obtained, therefore, in was used as a place holder based off of user facility. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint that they are having air in line issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model number and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.